Event description:
While doing a shoulder arthroscopy to repair a torn rotator cuff the dr used the suture punch to allow the suture to pass through the muscle for the repair. The tooth of the device broke in the soft tissue and the dr was unable to recover. The dr informed the pt.